Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.

Event description:
It was reported that with flash margin on, the appropriate flash is not being calculated when any part of the treatment beam goes through the couch. Based on the available information, there was no report of mistreatment.